Event description:
Unomedical reference number (B)(4). Event occurred in denmark. On 16-nov-2023, it was reported that the patient's infusion sets tubing fell off from the connector while the patient was changing the infusion set. The site location was patient's abdomen. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.